Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00701: case 1, 3025141-2019-00702: case 2, 3025141-2019-00703: case 3, 3025141-2019-00704: case 4, 3025141-2019-00705: case 5, 3025141-2019-00706: case 6, 3025141-2019-00707: case 7, 3025141-2019-00709: case 9, 3025141-2019-00710: case 10, 3025141-2019-00711: case 11, 3025141-2019-00712: case 12, 3025141-2019-00713: case 13.

Event description:
Article: surgical treatment of displaced midshaft clavicular fractures with precontoured plates; ranalletta, maximiliano, md; rossi, luciano a., md; bongiovanni, santiago l., md; tanoira, ignacio, md; piuzzi, nicolas s., md; maignon, gaston, md; j should elbow surg (2015) 24, 1036-1040. Case 8: patient's broken clavicle was treated by implanting an acumed midshaft clavicle plate. Patient experienced plate prominence and discomfort; hardware removed.